Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, indicates that the patient was re-operated for a recurrence of a hernia post-operative a ventral hernia procedure and that he had adhesions in the tackers and in one of the adhesion areas there was a handle that had been glued to the mesh and that it was necessary to reconvert to open surgery to free the trapped handle and other adhesions. Surgical procedure was extended by more than 30 minutes or more and incision was extended by 1 inch or more due to device issue.